Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, mildly calcified, de novo lesion below the bifurcation in the right coronary artery (rca). A ht turntrac guide wire was inadvertently advanced to the small side branch of the rca. Without force, the guide wire was pulled back from the small side branch to re-position the guide wire in the target lesion; however, resistance was felt with the anatomy during withdrawal. The guide wire was removed with resistance from the patient anatomy and a tip separation was noted. Angiography revealed that the tip of the guide wire was in the small side branch of the rca. A balance middle weight guide wire and unspecified stent delivery system were advanced, and the stent was implanted over the tip of the turntrac guide wire. Balloon angioplasty was performed using an unspecified balloon dilatation catheter to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device against resistance from the patient anatomy resulted in the noted stretched coils, the noted bent core and ultimately resulted in the reported/noted detachments (core, coil). Interaction with other devices (torque device, rhv) likely resulted in the noted intermittent scraped teflon coating on the core. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.